Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿order received for oxytocin augmentation and second nurse called to bedside. Resident at bedside talking with patient. Rn noted infusion appeared to be flowing wide open. Pump off and drug still dripping. Fetal heart tones (fhts) decelerated into prolonged deceleration which recovered. There is a question as to whether the IV tubing was inserted correctly in the pump."

Event description:
The customer reported that the oxytocin (10 units/ 500ml) was initiated as a secondary infusion. It was reported that the nurse shut off the device however the pitocin (oxytocin) was infusing rapidly and the clinician had to disconnect the IV from the patient. The patient did not require medical intervention for the deceleration of the fetal heart tones.